Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event descibed in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be fild as appropriate. Investigation summary =according to the information provided, it was reported that the cord cutter mechanism jamming. Nurses noticed when assembling device in pre-op setup for rcr case, new cord cutter used instead, and faulty instrument was swapped out and tagged. The device was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed that the device had a lot of wear marks near the handle as usual on these types of reusable devices. The inner shaft was removed, no structural anomalies were found, however the edge of the cutter was found slightly dull. The hub that covers the inner shaft was also reviewed for any anomalies and the edge was found dull as well. When performing the functional test, a sample suture was used, it was placed on the cutting hole and it was difficult to cut the suture; it felt a resistance when actioned the trigger. A manufacturing record evaluation was performed for the finished device 13n07 number, and no non-conformances were identified. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. According with the visual inspection and the functional test result, this complaint can be confirmed. The possible root cause can be attributed to the constant use of the device, the continuous sterilization process and the age of the device. As stated on IFU 108484: end of useful instrument life is generally determined by wear or damage from handling or surgical use. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that preoperatively to a rotator cuff repair procedure on (B)(6) 2021, it was observed that the cutting mechanism on the cordcutter device was jamming. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (13c07), and no non-conformance was identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.